Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed preoperational check when the alternating current (ac) power plug was plugged in. It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. The fse confirmed the reported issue and replaced the power supply per service guide instructions. The fse verified that all tests and verification results passed, and the device returned to use.